Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation, and no issues were found. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The exact cause of the irritation could not be conclusively determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 17.8 mmol/l (320.4 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated that the pod started leaking insulin and there was redness and swelling at the pod site on their arm. The device investigation found that the cannula was bent.